Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.

Event description:
As reported by the user facility: flow too slow (85ml on 100 ml doesn't infused). Drug: 5fu accord.

Manufacturer narrative:
(B)(4). No sample has been returned for investigation. The batch record could not be reviewed since the lot number is not known. Without the actual sample or lot number, a thorough investigation can not be performed. All available information has been forwarded to the actual manufacturer. If the sample or lot number and/or additional pertinent information becomes available, a follow up report will be filed.